Event description:
It was reported during a breast biopsy procedure that it has been replaced as back-up unit for the case. Suddenly l4 error appeared with message of service center contact. It happened during setting-up by nurse before mmt case. Immediate follow-up is required. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 03/20/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.